Manufacturer narrative:
Occupation is lay user/patient. The meter was returned for investigation. The display showed a few segments that appeared alternately. The circuit board was tested for damage or contamination. The investigation found a defect of the circuit board or an an electronic component on the circuit board. The circuit board showed no contamination that could lead to the display issue. The device showed no evidence of customer mishandling or use error.

Event description:
The initial reported complained of display issue on coaguchek xs meter serial number (B)(4). When the meter first powers on, 6 vertical lines are across the center of the screen with letters and numbers that the customer cannot make out. The customer attempted to perform a full screen display and saw two vertical lines towards the middle right of the screen that flashes. The display issue complained about could cause results to be misinterpreted.